Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, customer changed infusion set supplies however occlusions continued to occur. Customer reverted to manual injections to resolve the issue for insulin therapy.